Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the "quarters" phase of a cataract extraction procedure there was an issue with aspiration. Aspiration worked perfectly in the irrigation/aspiration mode. Surgery time was lengthened. The procedure was completed using an alternate handpiece with no harm to the patient. Surgery time was lengthened. Additional information has been requested and received

Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).